Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. The customer had tried different charging methods, including using a different wall adapter and cable, but these efforts did not resolve the issue. Technical support decided to replace the pump, confirmed the pump was under warranty, and instructed the customer on returning the problematic device. The customer acknowledged the instructions and will contact their healthcare provider due to the lack of a backup therapy plan.